Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received error key alarm. The customer reported that they had issues with the keys. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad connector and keypad traces were inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No rtc problem alarms noted. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a missing end cap sticker. The pump had a cracked case at the display window corners and minor scratches on the lcd window.